Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: apparently a breakage of a 40cm im rod occurred at the distal notch of this instrument. Because of the difficulty in removing this broken part it was left in situ with no apparent problems ensuing. Dr (B)(6) was performing a pfc total knee replacement and generally always does the tibial prep with the intra medullary rod. This patient went on to have a well functioning knee replacement and no ensuing issues. However, she has apparently recently submitted to another surgeon with other issues. An x-ray was taken of the knee and the rod is clearly visible distal to the knee replacement. She has decided to pursue legal action against dr (B)(6) for leaving this rod in situ and blames this on her other problems. Please note I have no patient details or x-rays. No other information available. The device associated with this report was not returned. In response to a trend identified previously for this product code, (B)(4) was released in (B)(4) 2001, changing the raw material used and the geometry of the rod. In (B)(4) 2002, the field was instructed to return all old style instruments and replace with new. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
An instrument broke during surgery and a piece was left in the pt.